Event description:
It was observed during the device inspection, that the knob wire of the duodenovideoscope was cut, and the inside of the light guide lens was discolored. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the investigation, the foreign material in the light guide lens could not be identified. Moreover, strands of knob-wire were cut by fatigue breakdown due to repeated operating forceps elevator. Additionally, knob-wire was frayed and raised by repeated brushing around forceps elevator and repeated attaching/detaching the distal cover. Thus, the definitive root cause of the suggested events could not be determined and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use: handling methods: inspection of the endoscope and inspection of the forceps elevator mechanism. Using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire and the forceps elevator will no longer work. Olympus will continue to monitor field performance for this device.